Event description:
The MFR received info alleging a ventilator alarms and will not power on. The device was not in pt use. During the eval of the device at the MFR's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The logged error code indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code.

Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.